Event description:
I purchased an iheartest from iheardirect. Per the product quick install guide users are to download and install the application from www.ihearmedical.com/signin; however, the link returns a 404 page not found error. I went to the company website and could not locate information nor any labeling updates that would direct me to be able to use the product properly. As the product was cleared per FDA k15025 and the product is regulated by FDA I believe the lack of clear labeling and information on the company website constitutes adulterated product. Additionally, this is a concern from a user perspective that I have purchased a product that I can't use. There company offers very little in the way of customer support from what I observed on their website. FDA safety report ID# (B)(4).